Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was report that approximately 41 months post implant of a bifurcated device and a infrarenal aortic extension a contrast enhanced CT indicated an aneurysm expansion and an endoleak coming from inferior mesenteric artery. Approximately 48 months post initial implant the physician removed the stent grafts and performed an abdominal aortic replacement against the aneurysm expansion and the endoleak. The physician indicated there was no malfunction of the stent grafts observed. The explanted devices were discarded at the hospital.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. No imaging studies available for this review. The explants were discarded and not available for evaluation. Product appropriateness and patient candidacy could not be fully assessed due to the lack of any medical documentation and a pre implant CT scan. According to the sizing sheet, was product use was appropriate for the patient's anatomy. The cuff was the same diameter size as the main body. The secondary procedure, the unknown endoleak at the bifurcation and final patient disposition could not be established due to lack of information. However, it was reported that the patient underwent a successful relining and was stable post procedure. Their recovery required two units of blood products. It was reported that there was no device problem as the physician indicated there was not a malfunction of the stent grafts observed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information.